Event description:
It was observed that during the device evaluation the ultrasonic bronchofibervideoscope distal tip where the balloon attached distal tip broke off. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation and previous investigations, reasonably known information suggests probable causes of the alleged failure of "the distal tip, where the balloon attaches is broken" is due to problems caused by either excessive or inadequate physical force exerted on it by another object resulting in problems e.g. Wear, bending, deformation, fracture, fatigue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.